Event description:
It was reported, the pt noticed "bruising over the ins site, however, it appeared to resolve after several days. The day after a suture removal from a revision, it was noted pus coming out of the suture holes and the wound was open. The system was explanted due to an infection.